Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred while the customer not outside of the labeled operating altitude range. Customer¿s blood glucose (bg) level was 594 mg/dl. Subsequently, the customer was hospitalized due to bg level and diabetic ketoacidosis. Customer was treated with intravenous insulin, and was released from the hospital on (B)(6) 2019 with no permanent damage. Customer changed the cartridge and successfully resumed insulin delivery.